Manufacturer narrative:
H3, h10 (the failure investigation has been completed and the alleged touchscreen issues were verified. There was no failure identified related to the reported battery issue)

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. In addition, it was reported that the "pump was hot." Customer¿s blood glucose was 70 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.